Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a case of software concerns at two week post topography-guided enhancement lasik procedure. Reporter suspects the issue is related to a recent software update, but is not sure. Additional information is requested.

Manufacturer narrative:
During update procedure the field service engineer (fse) ignored a system error message and continued with the update without restart of the system. A database corruption occurred which caused the incorrect links between table values of database, and thus an incorrect calculation of the shot lists. The shoot list is calculated according to the required ablation profile. The shoot list determines the number and location of laser pulses needed for the programmed procedure. Root cause is an incorrectly executed servicing update related to fse error. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Upon additional follow up, reporter has indicated patient¿s visual acuity is good after retreatment.

Manufacturer narrative:
The failure analysis of the database and server were performed and was observed that there was a problem during backup and restore of the database during update process of the server. Missing data tables of the database led to false associations between table values, and resulting in a miscalculation of the shoot lists for topography-guided treatments. There is no systematic database error, but the problem was assessed to be local service technician related; caused by an incorrectly executed update. According to the logfile review on the update process of the server, the service technician made a failure during update and did not perform the update as it is described in the service document. After installation of a new network server with an empty database the system is working correctly. Logfile review shows that the number of shots for this treatment does not match with the desired correction values. Review of the logfiles of for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. Patient data review shows in the treatment report ablation profiles do not match with desired correction values. The review confirmed the difference in ablation profile and treatment time between the planned and the treated data. Reported loss of visual acuity (va) and visual symptoms are most probably due to the overcorrection. According to procedure manual; the user should perform feasibility checks. Check if all mandatory entries with patient¿s data, examination and treatment data are filled correctly. Check resulting correction and ablation depth and match them again with patient¿s eye and treatment plan data of the patient¿s file. There is no indication the product malfunctioned. The root cause is a service technician error; relating to an incorrectly executed update. A contributing factor is user error. According to the patient data review the user has not followed the procedure manual to perform feasibility checks. A nonconformance investigation was opened to address the corrective actions. Manufacturer service manager informed the area service manager that the responsible fse (field service engineer) needs to be retrained. According to the feedback from area service manager, the fse no longer works for the company, so the retraining of the fse could not be performed. (B)(4).